Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. The crack on fork headlight connection has been reported. The designated complaint unit employee noticed based on photographic evidence that crack on fork resulted in paint peeling. Therefore, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista standop. The designated complaint unit employee confirmed based on photographic evidence that paint peeling from fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista standop. The crack on fork headlight connection has been reported. The designated complaint unit employee noticed based on photographic evidence that crack on fork resulted in paint peeling. Therefore we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by the subject matter expert, per the CAPA: 2015-03, the root cause of this issue is a combination of different causes: a loss of mastic flexibility during the painting process (due to several passages in the kiln to meet maquet requirements). A wrong mechanical gap between the tubes (the fork structure is made with glued bent tube, during the manufacturing of the bent tubes; there are spring impacts from the tool which create a wrong gap between 2 tubes). A wrong gluing process (the glue is blown when the part is introduced into the tube). Moreover, according to the CAPA: 2015-03, the engineering change request no e160103 was launched to improve the design and the assembly process, replacing the bonding method by a welding process. These forks are assembled with the welding process since june 21st, 2017. In addition, the field action msa-2019-001-iu and the service bulletin 115 were disseminated to the ssu, on april 25th 2019, in order to inspect the device listed and to replace the fork involved. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site telephone: (B)(6) event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. The designated complaint unit employee confirmed based on photographic evidence that paint peeling from fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.